Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 days post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included alcohol allergy. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy ("hysterectomy") and experienced dysuria ("definitely different trying to pee"), migraine ("migraine"), insomnia ("insomnia"), depression ("depression"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), disturbance in attention ("hard to concentrate or stay focused") and vision blurred ("blurry vision"). The patient was treated with surgery (essure removal surgery). At the time of the report, the medical device removal, dysuria, hysterectomy, migraine, insomnia, depression, feeling abnormal, memory impairment and vision blurred outcome was unknown. The reporter considered depression, disturbance in attention, dysuria, feeling abnormal, hysterectomy, insomnia, medical device removal, memory impairment, migraine and vision blurred to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : dysuria, medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the case will be deleted from bayer pv database. Nullification reason: upon receipt of a new follow-up information, it was noted that this case should have been considered as a follow-up of case (B)(4). On (B)(6) 2020: new reporter and events: hysterectomy, migraine, insomnia, depression, brain fog, forgetfulness, hard to concentrate or stay focused, blurry vision were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 days post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dysuria ("definitely different trying to pee"). The patient was treated with surgery (essure removal surgery). At the time of the report, the medical device removal and dysuria outcome was unknown. The reporter considered dysuria and medical device removal to be related to essure. Concerning the injuries reported in this case the following events were reported via social media : dysuria, medical device removal.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.